Event description:
As reported by our denmark affiliates, during implant of a 29 mm sapien 3 ultra resilia transcatheter heart valve in the aortic position by transfemoral approach, despite many attempts, it was not possible to cross the aortic arch with the commander delivery system. After trying several different balloons, buddy wires, and gore dryseal, the doctors decided to abort the case and reschedule the patient for a transapical procedure. While trying to remove the devices, the valve was unable to be retrieved into the esheath+, so it was decided to implant it in the descending aorta below the renal arteries. The patient was stable and did not have any complications. Some days after, the patient underwent the implant via transapical approach, and a valve was implanted successfully.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was evaluated and revealed the following: presence of calcification and tortuosity in patient's aortic arch. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3ur IFU was reviewed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for unable to track system through anatomy' was empirically confirmed based on the information provided by an edwards clinical specialist. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as provided imagery revealed presence of calcification and tortuosity in patient's aortic arch. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. The complaint for difficulty or inability to withdraw system with valve through sheath was unable to be confirmed due to unavailability of the device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the event description, 'during procedure, despite many attempts, it was not possible to cross the aortic arch with the commander delivery system ['] however, the valve could not be retrieved into the esheath+, so it was decided to implant it in the descending aorta below the renal arteries'. As per training manual, 'crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve'. In this case, it is likely that the delivery system was withdrawn after valve alignment, the outer diameter of the crimped valve on the inflation balloon was larger than that of the crimped valve on the crimp balloon. Therefore, the profile of the valve may have been too large to retrieve back into the sheath and resulted in the reported retrieval difficulty. Available information suggest that procedural factors (withdrawal of crimped valve) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.